Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 46.3 cm. The reported event of ¿atrial capture threshold had been rising¿ was not confirmed. The reported event of difficulty inserting/removing the stylet and the helix would not extend was confirmed. The cause of the reported events was isolated to the over-torqued inner coil at the connector region. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented prior to procedure. Upon review, it was revealed that the right atrial lead exhibited a rise in capture threshold since implant on (B)(6) 2020. During the procedure, the physician noted to have difficulty inserting the stylet into the right atrial lead. Also, the right atrial lead helix would not extend with the turning tool either. The right atrial lead was explanted and replaced. The patient was stable before, during, and after the procedure.